Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. As reported at this time the patient¿s doctors have not identified the source of the patient¿s pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2011 the patient was implanted with a bard perfix plug. The contact reports that the patient has experienced ongoing and continuous pain in the groin area since implant. The patient's form of employment is performing physical labor and as reported he had to stop working for 1 month due to pain. The pain was reduced during his absence from work but when returning to work the pain returned. The patient was prescribed a pain patch to wear on his back along with ibuprofen 800mg. The patient has sought medical treatment, but as reported no diagnostic tests were performed. At this time his doctors have been unable to identify the actual source of the pain, and no other testing or imaging has been performed to date.